Manufacturer narrative:
Block a2 age at time of event and a3a sex has been updated based on additional information received on 07oct2024. Block g2: user facility/importer report number is (B)(4). Block h6: imdrf device code a0501 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while using the basket, the wire sheared through the distal tip of the catheter and the basket wire broke. The procedure was completed with another of the same to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while using the basket, the wire sheared through the distal tip of the catheter and the basket wire broke. The procedure was completed with another of the same to complete the procedure. There were no patient complications reported as a result of this event.